Event description:
The customer reported that, during use in a total knee procedure, the teeth broke off the saw blade and were not all retrieved. It was reported that, the pt is doing fine and no add'l treatment is planned.

Manufacturer narrative:
No medwatch form rec'd from user facility. All sections on this form completed by the manufacturer. Investigation results: the saw blade was returned for investigation and a visual exam found a portion of both end teeth were broken off. One broken tooth was returned with the blade. The remaining teeth on the blade are rough, scratched, and bent. A material hardness test was performed and the material was found to be within the required specifications. This type of damage can occur when that blade comes into contact with an object/instrument harder than the blade itself during use.